Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol sepramesh ip (device #2) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol sepramesh ip (device #2). An additional emdr was submitted to represent the bard/davol composix e/x (device #1). Not returned.

Event description:
On (B)(6) 2006, the attorney alleges the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1). On (B)(6) 2006 the attorney alleges the patient had unspecified injuries related to a defect in the composix e/x (device #1) and underwent revision surgery. On (B)(6) 2011, the attorney alleges the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip (device #2). On (B)(6) 2012, the attorney alleges the patient had unspecified injuries defect in the composix e/x (device #1) and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x (device #1) and sepramesh ip (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."